Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's name email address and phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's eye and cut in two places and one in medial and one lateral and that was in periphery. There must have been burrs on both the haptics. The lens want implanted in bag and ¿nicked bag¿ upon rotation. No other information is available.

Manufacturer narrative:
Section b5: upon further review of the file it was noticed that information was invertedly missed within the initial MDR that the lens is still implanted the lens expanded and cut capsule in two places one medial and one lateral and that was in periphery, there must have been burrs on both haptics. No further information provided. Section d6b: if explanted, give date: not applicable as lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.